Event description:
The pt has been experiencing pain and discomfort since (B)(6) 2013. It increasingly became difficult for her to breathe due to the pain. The pt was using the lap band and port components for weight loss and portion control. We only removed the port component. The pt still has the lap band implanted.